Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated they could not control their blood glucose once it reaches 80 mg/dl. The customer reported the insulin pump delivering too much insulin, requiring treatment with a glucagon shot. Troubleshooting was not completed on the insulin pump. The insulin pump will not be returned for analysis.